Event description:
Reportedly, the display did not work. Upon further inspection by the distributor, it was found that the main board was shorted. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).